Event description:
Outside packaging label does not match inside product label. Product was not used. Patient outcome: no adverse event reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Implant date - product not used. Explant date - product not used. This report is number 1 of 2 mdrs filed for the same event (also see 0002242816-2014-00017 / 00018)